Event description:
It was reported the patient had a leg spasm, and the patient turned the scs system off and meet with the physician. The patient was prescribed a steroid pack, and the issue was thought to be a nerve irritation. On (B)(6) 2013, the patient completed the steroid pack and turned the stimulation on, but the spasm returned. In addition, the patient reported a shooting pain in her right buttock/hip since turning the stimulation on. An x-ray was obtained which did not show an anomaly. On (B)(6) 2013, the patient once again received a spasm when the system was turned on. The physician wanted to leave the system off again, then try again. It was reported if the issue does not resolve, the physician may explant the scs system.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.